Event description:
It was reported that the patient did not have therapeutic effect "for a while". The reporter was unsure when the lack of effect began. The healthcare provider (hcp) performed a dye study that was inconclusive and planned to perform an indium dye study to determine the integrity of the device system. The patient stated that the pump was not working and wanted it removed. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).